Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7088127.

Event description:
It was reported that there was an open circuit present on one of the deep brain stimulation (dbs) lead extensions. The physician decided to interrogate the short by exchanging the left and right lead extensions in the implantable pulse generator (ipg) ports. The short was apparent on the left lead extension and it was replaced. A check on the entire system showed that all impedances were resolved. At the completion of the procedure the stimulation was turned on and the impedance remained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7080170.

Event description:
It was reported that there was an open circuit present on one of the deep brain stimulation (dbs) lead extensions. The physician decided to interrogate the short by exchanging the left and right lead extensions in the implantable pulse generator (ipg) ports. The short was apparent on the left lead extension and it was replaced. A check on the entire system showed that all impedances were resolved. At the completion of the procedure the stimulation was turned on and the impedance remained.